Event description:
The patient was undergoing an exploratory laparotomy for an aortic and bilateral iliac aneurysms. During the procedure, the sims level one fluid warming system 1000, indicated on the alarm panel that there was an "over temperature" problem. Based on consultation with technical support personnel, the unit was reset but then again indicated an "over temperature" problem. Sims tech support then advised that the unit could only be used as a pressure infuser (no heating capability) until the device was serviced. Sims has provided a loaner pending evaluation of the unit.

Event description:
The correspondence is in regards to your concerns on why we did not file an adverse event report for an incident that occurred at banner thnerbird medical center with our h-1000 fluid warmer during a procedure. The hospital called our technical support department while the unit was alarming "over temperature" and they were advised that the unit could only be used as a pressure infuser with no heating capability until the unit was serviced. A device history research was performed on this unit, which indicated that it was manufactured may 9, 2003 and shipped to the hospital on may 23, 2003. Our records also indicate that this unit has never returned to smiths medical for any repairs. Per our operator's and service manual, a performance check for the testing of add water alarm, disposable alarm verify, temperature calibration and the testing of the over temperature alarm should be performed on a yearly basis and documented on the maintenance and testing log provided in the manual. This unit hasnot been returned to smiths medical to determine the cause for the unit alarming "over temperature". Information provided by our engineering department stated that one of the possible causes is if there was a component failure on the electrical assembly. Our active devices are designed and are certified to comply with the iec and iso 60601 medical device electrical safety standards. There is a component failure according to 60601, the unit is not to cause a safety hazard and the h-1000 unit alarms when there is a component failure. Per our operational procedures and our rational for not filing, this unit did perform as intended by alarming "over temperature" to alert the user that there was a problem with the unit. Bu the unit alarming "over temperature" this indicated that this unit did meet its performance specifications and performed as intended, therefore no MDR file was filed with FDA.